Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 2 the patients fill volume was 2500ml. The drain volume was 4351ml. Which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, probable causes: insufficient drain. False empty detect and use error. Clinician inappropriately set minimum drain volume % setting to low and insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed . The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.